Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the device and the reported atrial fibrillation cannot be conclusively determined. The patient remains ongoing on ventricular assist device (vad) support. No further related issues have been reported at this time. The relevant sections of the device history records for (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The relevant sections of the device history records for the percutaneous lead were also reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped to the customer on 07apr2021. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, is currently available. This IFU lists cardiac arrhythmia as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient with a history of atrial fibrillation developed atrial flutter on (B)(6) 2021. A electrocardiogram was done on (B)(6) 2021 and the patient was started on intravenous amiodarone drip. The event resolved without sequelae on (B)(6) 2021.